Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 524 mg/dl. Cause was not known. A manual insulin injection was delivered to address bg. Reportedly; the customer went to the emergency room (ER). Customer was only monitored and not medical assistance or treatment was provided. Customer was discharged from the ER after a few hours. Reportedly, the customer continued to use the pump for insulin therapy.